Event description:
I had a mentor breast implant rupture. I had chronic fatigue, muscle and joint pain, tingling and numbness in both arms and hands, rashes, anxiety, depression, trouble concentrating, and trouble breathing. FDA safety report ID # (B)(4).